Manufacturer narrative:
The customer provided information on the decontamination method used. The decontamination was performed using olympus endothermo disinfector 3 and peracetic acid (paa). Additionally, a device evaluation identified deformed bending tube and buckling of connecting tube. Third party repair was evident. Wrong chemicals were used in wrong places. Biopsy channel was attached in a wrong way. The control body unit insulation failed. Angle knob was broken and the plastic cover was loose. Electrical connector was corroded. Universal cord was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, leakage from the suction channel of the evis lucera bronchovideoscope was noted during preparation for use for a therapeutic procedure. The device was returned and an evaluation revealed, distal end of the device was missing. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred during the repair process by a third party. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscope." 2) "repair and modification - this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. This instrument is to be repaired by olympus technicians only." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The aware date should be 25-oct-22.

Manufacturer narrative:
Correction to add additional investigation findings code.